Event description:
The accounts maintenance stated that the foot end brakes do not work.

Manufacturer narrative:
The account maintenance found the turnbuckle was missing. He replaced the turnbuckle to repair the stretcher.